Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending and proximal left circumflex arteries. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.50mm x 12mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube kinks. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending and proximal left circumflex arteries. A 2.50mm x 12mm emerge balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.50mm x 12mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.